Manufacturer narrative:
This case, with (B)(6), is related to case with (B)(6). The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering an inaccurate amount of insulin. The patient stated that the piston rod in the insulin cartridge compartment did not appear to be straight. She experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.